Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an implant procedure on (B)(6) 2020, the drg ipg wound site was not healing well and it is unknown if there is an infection. As a result, antibiotics were administered and the wound was cleaned and debrided.